Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's control-iq software did not accurately adjust the amount of insulin delivered. Customer's blood glucose level was 80mg/dl. Tandem technical support was unable to confirm the reported issue as customer declined to upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.